Event description:
Attorney reported: in 2007 - the patient underwent hernia repair surgery and was implanted with a composix e/x mesh. In 2008 - the patient presented to his doctor with severe pain and swelling in his abdomen. At that time, his doctor opined that the hernia mesh had broken down and recommended surgery. One and a half months later - the patient underwent surgery to repair a recurrent ventral hernia in the area of the previously placed composix e/x mesh. During that procedure, the patient's surgeon found that the composix e/x mesh had completely detached from the abdominal wall and had significantly adhered to the intestines. The composix e/x mesh was removed, and multiple adhesions were lysed from the bowel. After the revised hernia surgery, the patient's incisional scar spontaneously popped open due to post-operative wound infection. The following month - the patient underwent out-patient debridement of the infected area. Four days later - the patient underwent a third inpatient surgery, which consisted of debridement of infected tissue, removal of the replacement mesh and insertion of a wound vac, which remained in place for approx two months. As a result of the defective composix e/x mesh, the patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.